Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument handle and one loading unit, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Microscopic inspection of the instrument noted evidence on the firing rod that the loading unit was not engaged properly when loaded. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided further evidence that the loading unit was not engaged properly during loading. Functionally, the instrument was loaded with pmv representative straight and roticulator loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional testing, the loading unit was loaded into the subject instrument after manually opening the jaws. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlock was overridden and the instrument and loading unit were applied to test media, and found to function properly. All staples were placed, test media was cleanly transected, and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. The returned devices were found to not meet specifications and due to the pre-fire with jaws closed condition, the reported condition was confirmed. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. A product enhancement has been implemented to prevent this condition from recurring. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: during a laparoscopic partial gastrectomy procedure, the first reload was attempted to be connected onto the handle, it failed. A new one was opened to correct the problem. No patient harm.